Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the pump connection tubing was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Approximated based on event description, as anomalies were identified two weeks prior surgery.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt, this ipp pump was thoroughly analyzed in our quality assurance laboratory. The pump was visually inspected, microscopically examined, and functionally tested. A piece of tubing had a leak consistent with sharp instrument damage which likely occurred during explant; therefore, the tube was cut to an appropriate size for testing. The pump did not pass deactivation testing. Product analysis was unable to confirm the allegation of tubing hole; however, it was able to determine a pump anomaly that is likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the pump connection tubing was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.